Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheek and pyriform fossa with 3 ml of juvéderm® voluma® with lidocaine. Upon sitting up, the healthcare professional noticed that the patient¿s tip of the nose was ¿white.¿ the etiology was noted as ¿vascular occlusion.¿ capillary refill was checked, and it was fine. The next day, the filler in the pyriform fossa was dissolved with hyalase. The following day, led therapy was given. The event resolved that day.